Event description:
A caller reported a malfunction on their insulin pump, identified as malf 12, but no significant events occurred before this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.